Manufacturer narrative:
The customer¿s report that the tubing leaked from the distal port was confirmed. No anomalies were observed on the set or proximal smartsite upon initial visual inspection. During functional testing a leak was observed from the distal smartsite port. The root cause of the piston damage/puncture is due to a manufacturing issue.

Event description:
It was reported that there was blood backing up into the IV tubing during an unspecified infusion. When the tubing was flushed at the proximal port, it leaked from the distal port. The customer states that there is no known patient harm.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that there was blood backing up into the IV tubing during an unspecified infusion. When the tubing was flushed at the proximal port, it leaked from the distal port. The customer states that there is no known patient harm.